Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon several inflation at 8 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.